Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set leaked during priming with anti-thymocyte globulin (atg). The nurse attempted to close the roller clamp to stop the leak, but the roller clamp would not close. The blue slide clamp was then successfully closed. The reporter stated that upon further inspection of the set, a tear (approximately 1cm in length) was noted in the tube near the roller clamp. There was no patient involvement. No additional information is available.